Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient faced an event of infusion set tubing detachment as the infusion set tubing came apart. There was no stress or pull reported on the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.